Manufacturer narrative:
Evaluation - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The device was visually inspected and instrument marks were noted on the header. Both septums were out of the block connectors and were replaced for testing purposes. The ipg passed communication testing with the pt programmer and the blue screen device. The ipg also passed the auto test. Conclusion: - the cause of the reported infection could not be determined. An infection can not be confirmed through lab testing. The device was found to be fully functional. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On 06/17/2010, it was reported that the pt was unable to increase the amplitude past perception. The sales representative met with the pt and was able to successfully reprogram the device. The pt's device was later explanted due to an infection. The precise date of the explant is unk.